Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during a menicoplasty procedure, when the surgeon was sliding the first button it did not release the first implant and during reposition, both implants were able to be deployed, however, the second implant released and detached from the meniscal tissue and was floating in joint space. The device and all components were removed and the case was completed by using a new ar-4500.